Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to jejuno-jejunostomy during a laparoscopic sleeve gastrectomy, it was stated that the surgeon was able to pressed the green button but not able to squeezed the handle therefore the device did not fire. A second handle and additional reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection noted that the first and second reloads were pre-fired and engaged in interlock with the jaws open. Each reload was loaded into the subject instrument for functional testing. The interlocks were overridden and each reload was applied to test media. All staples were placed and test media was cleanly transected. The third reload was received fully fired. The reload was loaded into the subject instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.